Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: d9, h3, h4, h6. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the event was likely caused by applying the following stress to insertion section. There was physical stress such as rubbing or hitting insertion section. Chemical stress by conducting reprocessing not recommended in IFU. Stress by inferior storage environment (in direct sunlight, at high temperature, in high humidity, exposed to x-rays and/or ultraviolet rays, etc.). However, a definite root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for use: "3.2 inspection of the endoscope 5.inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited peeling off the coating on the insertion section. There were no reports of patient involvement.